Event description:
It was reported that during implant, the atrial set screw in the device header was unable to be engaged. Multiple attempts were made with multiple wrenches but the set screw was unable to be engaged. The device was removed and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the returned device indicated a loose/detached set screw. (B)(4).